Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure.